Manufacturer narrative:
Evaluation of the product confirmed the presence of a leak from the small chamber perimeter seal. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 11 apr 2024 from a company representative stating a dialysate bag leaked upon activation on (B)(6) 2024.